Manufacturer narrative:
The product analysis indicates that one unsealed sample was received. There was a residue consistent with biological contaminants on the device. Visually, approximately 0.05¿ of the blue coating at the distal end came off, which would have resulted in the reported event. Leading up to the missing coating there were abrasions parallel to the shaft and angular abrasions against the shaft. The angular abrasions appear to be from a back and forth twisting motion during removal or insertion while the shaft was under a focused pressure. The IFU states, when using the probes, insertion past the blue insulative material is not recommended. There was no allegation of a defect prior to use; the customer indicated the damage occurred only after inserting the device into bone. The drawing requires that the cannula coating must be free of cuts, scratches, or other damage visible to the unassisted eye. There was no evidence of improper manufacturing.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that the coating on the tip of the device peeled off after being inserted into the patient's bone. The surgeon did not find pieces of the coating in the sterile field and decided not to do additional procedures to look for pieces that may have fallen. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.